Event description:
Related manufacturer reference number: 2017865-2022-45210. It was reported that the patient presented in clinic with an arrhythmia. Device interrogation revealed far r oversensing on the implantable cardioverter defibrillator (ICD) another complaint of high capture thresholds and intermittent capture. Programming changes were performed to resolve the issue. The patient was in stable condition.